Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 11-jan-2018 with the following findings: during investigation, no line was observed through the display. The original complaint of a line through the display was unable to be duplicated. Unrelated to the original complaint, moisture was observed under the display. Moisture corrosion was observed inside the battery compartment. The pump cover was opened and moisture was found on the printed circuit board and motor assembly.